Event description:
Reportable based on device analysis completed on (B)(6) 2013. It was reported that during an abdominal aorta aneurysm embolization treatment procedure, the coil detached inside a non-bsc microcatheter . The target lesion was located at the abdominal aorta. A 10mm x 40cm interlock-35 was selected to treat the lesion. During the procedure, the coil was inserted into a non-bsc microcatheter; however, the coil detached inside the microcatheter. The coil and the catheter was removed as a unit. A similar coil with different size and another of the same catheter was used to complete the procedure. There were no patient complications reported and the patient's status is fine. However, device analysis revealed coil was protruding from the distal end of the microcatheter and missing fiber bundles of the coil.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed a coil was returned protruding from the distal end of an angiodynamics catheter. The coil was severely stretched and the fiber bundles were covered in blood. The delivery wire was found to be severely kinked distally, proximally and in the middle. The interlocking arm of the delivery wire was found to be bent backwards indicating a severe resistance was met during the procedure to damage the arm and result in the premature detachment of the coil in the catheter. An attempt was made to advance the delivery wire through the catheter to retrieve the coil by advancing the proximal end (zap tip) as the arm was damaged. The rhv was so full of blood the delivery wire could not be advanced. The hub of the catheter was also found to be clogged with blood. The delivery wire was able to be inserted but a resistance was met and it could not be advanced. The catheter had to be cut in order to retrieve the coil. The coil was inadvertently cut twice in an attempt to retrieve it due to the resistance encountered and the amount of blood present in the catheter and on the fiber bundles. The coil was found to be covered in blood, stretched and kinked. Microscopic inspection revealed the interlocking arm of the delivery wire was inspected and was noticed to be bent. The interlocking arm of the main coil was inspected and no damage noted. The deliver wire dimensions that could be measured were found to be in specification. The number of proximal fiber bundles recorded during product analysis was below the assigned specification. The damage to the coil impacted the overall structure and appearance of the coil as the number of fiber bundles was two below specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter was used and insufficient flush was maintained. According to the 035 interlock dfu the coil is designed to be used with a boston scientific imager ii selective diagnostic catheter. Failure to comply with these instructions will impact the performance of the coil and result in the detachment of the interlocking arms of the coil and delivery wire most likely caused by the inability of the coil to be advanced/ retracted smoothly in the catheter and an added resistance being inflicted on the coil. In addition, insufficient flush was maintained throughout the procedure due to the amount of blood present in the rhv and in the catheter. Continuous flush is a necessary step for successful deployment of the coil. Continuous flush reduces the risk of retrograde blood flow and/or thrombosis occurring in the microcatheter and around the coil. Retrograde blood flow and/or thrombosis will cause difficulties advancing the coil in the catheter and will contribute to the coil detaching prematurely and to the damage to the coil and delivery wire. The 035 interlock dfu instructs the user to begin continuous flush before introducing the coil into the catheter. (B)(4).